Event description:
It was reported that this lead was found dislodged four days after being implanted as it exhibited high capture threshold. The patient underwent a lead revision procedure and the lead helix was found slightly retracted. The lead was then repositioned and the threshold showed adequate measurements. The lead remains in service. No additional adverse patient effects were reported.